Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. B3: event year only reported: 2025. D4 batch #: x7007u. Additional information was obtained: there was no message on the generator, the pre-test is ok and is not stopped, no patient consequence. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect internal components. The moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the paint is peeling off.